Event description:
On (B)(6) 2010, I had a zimmer nat knee implant on my right knee, 4 wks later, I was readmitted to the hospital to have a manipulation of the knee, supposedly successful. Even though I continued to return to the doctor and complaint about pain, discomfort and swelling, I was told I was just overdosing it. In (B)(6) 2014, my company changed insurance providence and I was forced to see another orthopedic doctor. I got an appointment for (B)(6), the earliest appointment. Prior to that, I was in severe pain, nauseous and had to go to the doctor because the knee totally locked in the bent position. I did get it unlocked in a couple of days. When I finally saw the orthopedic doctor, he took some x-rays and told me there was nothing he could do for me, as I needed a total knee revision. Not if but when I decided to do it. I had the revision done on (B)(6) 2014. The operative report states "total right knee failure of zimmer nat knee, with severe metallosis from metal on metal contact". A depuy knee was implanted after repairing bone deficiency and doing a synovectomy on the knee cavity to remove metal fragments and black tissue. I have continued to be sick and vomit and suffer since the operation on (B)(6) 2014. All in all, I think this knee should be better than the zimmer knee. When I had the zimmer nat knee implanted," I was told that I could expect about 20 years before I would need to have a revision done and even then that the good thing about this zimmer knee was that they could replace parts and not do a total knee revision. I feel that zimmer used defective products and misleading info, and should have down that in the event of failure that metal on metal would cause metal poisoning. Even though I had insurance, I have been out thousands of dollars out of pocket for paying for this product, missing work, and seeing doctors. I want a recall on the zimmer nat knee 11, so that all the people who have had this product implant can seek restitution for the expenses they will incur from the zimmer product.